Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and embedded essure device in the sigmoid epiploic"), gastrointestinal perforation ("perforation/essure located in the abdominal cavity, consistent with perforation") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: surgical pathological report: pathologic diagnosis: l. Endocervix, curetting; fragments of benign endocervix with squamous metaplasia; endometrium, biopsy: benign endometrium with stromal breakdown and changes consistent with oral contraceptive effect. Clinical history: leiomyoma of uterus, unspecified on (B)(6) 2016. Surgical pathological report: essure device with epiploica: gross examination only. Uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy (2a-2f): leiomyoma(ta) (5.5 cm). Adenomyosis. Inactive endometrium. Bilateral fallopian tubes with paratubal cysts. Unremarkable cervix. Concurrent conditions included uterine bleeding, allergic rhinitis, generalized anxiety disorder, submucous leiomyoma of uterus, tension headache, menses irregular, menorrhagia, left lower quadrant pain, dysfunctional uterine bleeding, depression, insomnia, ovarian cyst, atelectasis, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, gastrointestinal perforation, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, embedded device, gastrointestinal perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: insertion details- essure devices were deployed in both tubal ostia without any difficulty with two coils visible extruding from right os and five coils visualized extruding from the left tubal os. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, genital haemorrhage, migraine, pelvic pain, gastrointestinal perforation, embedded device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration and embedded essure device in the sigmoid epiploic') and gastrointestinal perforation ('perforation/essure located in the abdominal cavity, consistent with perforation') in a 40-year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 surgical pathological report: pathologic diagnosis: l. Endocervix, curetting: fragments of benign endocervix with squamous metaplasia. 2. Endometrium, biopsy: benign endometrium with stromal breakdown and changes consistent with oral contraceptive effect. Clinical history: leiomyoma of uterus, unspecified (B)(6) 2016 surgical pathological report: 1. Essure device with epiploica: gross examination only. 2. Uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy (2a-2f): - leiomyoma(ta) (5.5 cm). - adenomyosis. - inactive endometrium. - bilateral fallopian tubes with paratubal cysts. - unremarkable cervix. Concurrent conditions included uterine bleeding, allergic rhinitis, generalized anxiety disorder, submucous leiomyoma of uterus, tension headache, menses irregular, menorrhagia, left lower quadrant pain, dysfunctional uterine bleeding, depression, insomnia, ovarian cyst, atelectasis, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, gastrointestinal perforation, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, embedded device, gastrointestinal perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: insertion details- essure devices were deployed in both tubal ostia without any difficulty with two coils visible extruding from right os and five coils visualized extruding from the left tubal os. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, genital haemorrhage, migraine, pelvic pain, gastrointestinal perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: medical record received- lot number was added. Genital hemorrhage downgraded from serious incident to non serious. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration and embedded essure device in the sigmoid epiploic') and gastrointestinal perforation ('perforation/essure located in the abdominal cavity, consistent with perforation'). In a 40-year-old female patient who had essure (batch no. 835439), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: uterine bleeding, allergic rhinitis, generalized anxiety disorder, submucous leiomyoma of uterus, tension headache, menses irregular, menorrhagia, left lower quadrant pain, dysfunctional uterine bleeding, depression, insomnia, ovarian cyst, atelectasis, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, gastrointestinal perforation, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, embedded device, gastrointestinal perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: insertion details: essure devices were deployed in both tubal ostia without any difficulty. With two coils visible extruding from right os and five coils visualized extruding from the left tubal os. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2016, surgical pathological report pathologic diagnosis: l. Endocervix, curetting: fragments of benign endocervix with squamous metaplasia. 2. Endometrium, biopsy: benign endometrium with stromal breakdown. And changes consistent with oral contraceptive effect. Clinical history: leiomyoma of uterus, unspecified. (B)(6) 2016, surgical pathological report: 1. Essure device with epiploica: gross examination only. 2. Uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy (2a-2f): leiomyoma(ta) (5.5 cm), adenomyosis, inactive endometrium, bilateral fallopian tubes with paratubal cysts, unremarkable cervix. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, genital haemorrhage, migraine, pelvic pain, gastrointestinal perforation, embedded device. Lot number#:835439, manufacturing date: 2011-02, expiration date:2014-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration and embedded essure device in the sigmoid epiploic"), gastrointestinal perforation ("perforation/essure located in the abdominal cavity, consistent with perforation") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 surgical pathological report: pathologic diagnosis: l. Endocervix, curetting: fragments of benign endocervix with squamous metaplasia. 2. Endometrium, biopsy: benign endometrium with stromal breakdown and changes consistent with oral contraceptive effect. Clinical history: leiomyoma of uterus, unspecified (B)(6) 2016 surgical pathological report: 1. Essure device with epiploica: gross examination only. 2. Uterus, cervix, bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy (2a-2f): - leiomyoma(ta) (5.5 cm). - adenomyosis. - inactive endometrium. - bilateral fallopian tubes with paratubal cysts. - unremarkable cervix. Concurrent conditions included uterine bleeding, allergic rhinitis, generalized anxiety disorder, submucous leiomyoma of uterus, tension headache, menses irregular, menorrhagia, left lower quadrant pain, dysfunctional uterine bleeding, depression, insomnia, ovarian cyst, atelectasis, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, gastrointestinal perforation, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, embedded device, gastrointestinal perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: insertion details- essure devices were deployed in both tubal ostia without any difficulty with two coils visible extruding from right os and five coils visualized extruding from the left tubal os concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dyspareunia, genital haemorrhage, migraine, pelvic pain, gastrointestinal perforation, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.